Event description:
A caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, advising them to reset the pump at their convenience and follow up if the issue continues.